Manufacturer narrative:
An RMA has been issued to the customer requesting to have the isi device returned, however, isi has not yet received the force bipolar instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. A review of the instrument log for the force bipolar instrument (part# 470405-06/n10200511 0087) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2020 on system (B)(4), with 6 uses remaining. There was no photo, or video provided by the site for review. A review of the site's complaint history does not show any additional complaints related to this product, and/or this event. This complaint is being reported because a bipolar instrument with damaged conductor wire insulation could lead to inadvertent energy transmission to tissue other than intended via the exposed conductor wire. While there was no reported harm, or injury to a patient, the reported failure mode could likely cause, or contribute to an adverse event if it were to recur.

Event description:
It was reported that during central processing, the force bipolar instrument cable insulation was noted to be damaged. There was no report of patient involvement. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
4307- intuitive surgical, inc. (Isi) received the force bipolar instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed the customer reported complaint. Fa found the primary failure of damaged carbide insert to be related to the customer reported complaint. The instrument was found to have the carbide insert detached from one of the grips. No broken pieces were missing. The brazing material seem to be missing or damaged. The root cause of this failure is attributed to mishandling.